Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A 1059 skull clamp was involved in a pt incident. The pt incurred a 1 1/2" laceration. Additional info has been requested.